Manufacturer narrative:
(B)(4). Evaluation: the device was serviced on-site by a field service technician. Visual inspection, power on self-test and a review of the alarm log were performed. During power on self-test and alarm log review the f-49 alarm was found; the cause of this was a damaged central processing unit (cpu) board. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-49 alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.